Event description:
Reporter alleged obtaining a result of 169 mg/dl on the advantage system while experiencing hypoglycemic symptoms and using expired strips. Reporter stated he obtained a 37 mg/dl reading on a contour meter, but still took his normal medication of 44 units of humalog and 22 units of symlin and then ate lunch. Reporter stated that less than 2 hours later, he began feeling hypoglycemic symptoms and passed out. He stated that his mom attempted treating him with 2 glucose tabs and orange juice but he spit it out. He reported that she took him to the hospital where a 23 mg/dl result was obtained, he was treated with an IV and medication, and released 3-4 hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.